Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It was reported that the customer has been experiencing high blood glucose level (600 mg/dl). Customer is using humalog and changes her cartridge every 4-6 days.